Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, d2, g1, g3, g6, h1, h2, h3, h6, and h11. No product was returned, or pictures provided; therefore, visual and dimensional evaluations could not be performed. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: initial advanced osteoarthritis of the left knee with subsequent arthroplasty with anatomic alignment. On the latest radiographs, there is interval radiolucency along the femoral and tibial implants and early implant loosening cannot be excluded. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. A definitive root cause cannot be determined. This complaint is confirmed via medical record review. If any further information is received which would change or alter any conclusions or information, a supplemental medwatch will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. D10- medical product. Articular surface fixed bearing (cr) left 10 mm height. Item# 42512000410, lot# 65234744. Femur trabecular metal (cr) narrow porous. Item# 42502206401, lot# 64947120. H3- customer has indicated that the product will not be returned to zimmer biomet for investigation as it has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised approximately three months and one week post implantation due to pain and radiolucent lines. Attempts to obtain additional information have been made; however, no more information is available.

Manufacturer narrative:
(B)(4). D10-medical product unknown articular surface unknown femoral g2- australia customer has not indicated whether the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised due to unknown reasons approximately three months post implantation. Attempts to obtain additional information have been made; however, no more information is available at this time.